Event description:
It was reported that the patient had low impedance, which measurements were as follows: 01=54 ohms, 03=55 ohms, and 13=56 ohms. It was noted that the patient had not felt stimulation for the last 2-3 weeks, the patient had been reprogrammed, and there was a lead revision scheduled for next month. The patient symptoms were noted as return of symptoms, pain in the arm, and less than 50% therapy relief. It was indicated that the physician suspected a pocket adaptor or lead issue. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3887, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 74001, serial# unknown, implanted: (B)(6) 2012, product type: adapter. (B)(4).